Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has had issues with the implant since the implant date. The last time the patient visited the urologist they were getting shocks from the implant and when they got home they tried to turn therapy back on but were still having issues so they decided to turn the therapy off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.